Event description:
It was reported that during an unk procedure, the clips were not forming correctly. Unk how the case was completed. There was no pt consequence.

Manufacturer narrative:
(B)(4). (B)(4). Information anticipated, but unavailable at this time.